Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from january 22, 2019 -january 23, 2019. H10: two (2) actual samples were received for evaluation. The first sample contained 101 ml of fluid in the bladder and second sample did not contain fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed for both samples and the flow rate of the devices were found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) large volume infusors would not flow. This was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.